Event description:
It was reported that on (B)(6) 2025 there was an issue that occurred where a surgical wound would not seal following a standard procedure. The effective phacoemulsification setting was 6.3, and a disposable phaco tip was used. Through follow up it was learned that there was a small corneal burn, main incision, on patient's left eye that required suturing. Doctor placed 1 10-0 nylon suture. Patient continues to have a scar. Moxifloxacin drops were prescribed which were outside standard of care. Patient was seen on (B)(6) 2026 and the suture was removed. Patient will be returning for refraction in the next few weeks. With the suture, patient was 20/30 distance uncorrected. No additional information was provided. Note: this report is against the tubing. A separate report will be filed against the whitestar, handpiece and tip.

Manufacturer narrative:
. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the phaco tubing is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco tubing is not an implantable device. Section h3: the phaco tubing was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.